Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow up, increased pacing impedance was noted on the right ventricular (rv) lead. The patient was then seen for an in-clinic follow up where an x-ray imaging was conducted; but the cause of the event could not be determined. No intervention has been conducted at this time. The patient was stable and will continue to be monitored.